Manufacturer narrative:
The device logs were returned to zoll medical corporation for evaluation. Review of the provided device log did confirm that the ECG signal was not consistently acquired due to poor coupling, preventing the device from delivering energy intermittently. Evaluation of the returned electrodes (sr712148) did not identify any assembly discrepancies. The IFU (r2129-13) states: 12: to ensure proper adhesion, do not reposition electrodes once adhered to patient. If repositioning is required, use a new set of dura-padz gel. 14: after patient movement due to muscle contraction or patient repositioning, press electrodes firmly to skin to ensure good coupling is maintained. 15: do not perform chest compressions directly over the electrodes, as this may cause damage to the device. The device passed final test, was recertified and returned to the customer. No trend is associated with reports of this.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the associated device was unable to obtain an ECG signal using these electrode pads. The electrode pads and gel appeared to lift off the patient's chest causing the associated device unable to analyze the patient's rhythm. Complainant indicated that the patient subsequently expired. Please reference medwatch report 1218058-2019-00051 and 1218058-2019-00057 for similar events reported from the same customer.